Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected restart alarms during normal use. The customer's blood glucose reading was 150 mg/dl at the time of incident. The product will not be returned.

Manufacturer narrative:
The insulin pump passed the displacement test and unexpected restart error test. No unexpected restart error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads, cracked lcd window and minor scratched lcd window.